Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to remove "baxter bags" as the option was grayed out at the station and displayed "no access." A technical support specialist found that users did not have remove access to all security groups in remote stock. The specialist granted users access to a dummy narcotic security group, allowing them to remove medications to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was unable to remove "baxter bags," (baxter bags is what they call the med) as the option was grayed out at the station and displayed "no access" while trying to remove it. There were no adverse events or injuries reported based on this incident.